Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2022. When the device was opened for endoscope cleaning, the brush had already fallen out of the sheath. The procedure was completed with another hedgehog double-end brush. There was no patient involvement with this event.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of brush fallen out of the sheath. Block h10: visual inspection of the returned device found that the large brush head detached from the catheter. No visual or dimensional defects were observed with the large brush head or the catheter, and adhesive residue from manufacturing was observed on both components. The reported complaint is confirmed. Based on all available information, it is likely that the brush head was assembled and glued onto the catheter but became detached after manufacturing due to handling, shipping, or other factors prior to use. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Initial reporter name and address: initial reporter state: (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was to be used during an endoscope cleaning on (B)(6) 2022. When the device was opened for endoscope cleaning, the brush had already fallen out of the sheath. The endoscope cleaning was completed with another hedgehog double-end brush. There was no patient involvement with this event.